Event description:
Pt status post mastectomy and breast reconstruction presents with capsular contracture and deflating breast implant necessitating removal. Upon removal, rupture of implant confirmed.